Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4), is related to case with patient identifier (B)(4).

Event description:
The caller reported the adhesive from the infusion sets were not sticking to her skin. The infusion sets were falling off from her body. The customer alleged the infusion sets she had from a particular box were defective. No adverse event was reported. Patient has discarded used infusion sets, but will return unused infusion sets from the same box.